Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr d/l groshong nxt catheter. The product was returned containing (B)(6) total breaks in the catheter shaft, which resulted in (B)(6) sample pieces. The largest segment of broken catheter measured 17.9cm and the remaining pieces measured between 0.4cm ¿ 3.9cm in length. The largest broken segment also contained a knot in the catheter at the 47cm depth marking. The complainant had indicated that a fracture had occurred external to the patient which suggested the original break site was the one closest to the proximal end. Evaluation of the two mating surfaces of that break resulted in the discovery of extreme tensile strength loss in catheter proximal of that break, and through the knot distal of the break. Microscopic examination of the fracture surfaces of that break revealed a dull and granular fracture surface, which was topographically complex. Evaluation of the remaining break sites also revealed highly localized tensile strength loss on each side of the breaks and similar fracture features on the break surfaces. Other evaluation found no evidence of abnormality in the catheter structure. No evidence of mechanical damage to the catheter and no evidence of chemical degradation was observed. The catheter shaft distal of the knot, on the largest break segment, was observed to contain similar tensile strength to a non-complainant sample. The many breaks in the catheter were likely caused at the complainant facility as an experiment of the tensile strength. The primary break in the catheter contained features characteristic of a tensile (pulling) break. No potential manufacture damage, defect, or deformity was observed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was removed because the catheter was caught and fractured at the catheter part which was outside of the patient body. When the removed catheter was confirmed, the material was weaker than the usual catheter, and it was easily fractured by pulling a little. The catheter had been placed in the patient for approximately one month only, and the medicine infused was only tpn (no medicine which may damaged the material of the catheter such as acidic liquid, detergent.). There was no reported patient injury.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the catheter was removed because the catheter was caught and fractured at the catheter part which was outside of the patient body. When the removed catheter was confirmed, the material was weaker than the usual catheter, and it was easily fractured by pulling a little. The catheter had been placed in the patient for approximately one month only, and the medicine infused was only tpn (no medicine which may damaged the material of the catheter such as acidic liquid, detergent.). There was no reported patient injury.